Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 15mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition after the procedure.